Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.

Event description:
It was reported that during a vena cava filter retrieval procedure, when the tungsten-gold ring was pushed out of the retrieval catheter, the marker band allegedly fell onto one arm of the filter. It was further reported that the fallen marker band allegedly could not be retrieved with other alternative methods. Reportedly, gave safety evaluation and comprehensive considerations, the filter was not retrieved for the time being. There was no reported patient injury.

Manufacturer narrative:
The report 3008988055-2023-00012 is being amended to add the correct initial reporter name.